Event description:
Bayer case number: (B)(4) abdominal pain [abdominal pain], heavy menstrual bleeding [heavy menstrual bleeding] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and heavy menstrual bleeding ("heavy menstrual bleeding") in a 46-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was sertraline (sertraline hydrochloride) for depression since (B)(6) 2010. On (B)(6) 2015 she experienced abdominal pain (seriousness criterion intervention required). On (B)(6) 2015 she experienced heavy menstrual bleeding (seriousness criterion intervention required). Essure was removed on (B)(6) 2025. On an unknown date, the patient had essure inserted. The patient was treated with surgery (to remove essure). At the time of the report, all of the events were resolving. No causality assessment was received for essure with regard to heavy menstrual bleeding or abdominal pain. The reporter commented: I have documented heavy bleeding and abdominal pain for ten years after the essure was placed. I just had them removed on (B)(6) 2025 and I feel so much better. I need compensation for my experience. Discrepancy noted as event outcome reported as recovering / resolving & event stop date is also reported as 12-may-2025. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch numbers were available case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.